Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support guided the customer on how to press the button effectively and confirmed that the button did activate the pump, despite remaining difficult to use. As a resolution, technical support arranged for a replacement pump to be sent to the customer, advising them on returning the problematic pump and setting up the new one. The customer was informed to allow the battery to deplete before returning it and acknowledged all instructions given.